Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: empty cartridge alarm: your t:slim x2 pump detected that the cartridge is empty and all deliveries have stopped. Change cartridge and fill with insulin to resume delivery. Device not returned.

Event description:
It was reported that the customer went to school with an empty cartridge on the pump without the knowledge of the parent. Subsequently, customer's blood glucose (bg) elevated (300-400 mg/dl) and ketone level was large. Customer went to the emergency room (ER) and was treated with intravenous fluids and the healthcare provider increased the temporary basal rage to 180%. After 6 hours, customer left ER with bg back in range (130 mg/dl) and customer was no longer at risk for diabetic ketoacidosis.